Manufacturer narrative:
D10 concomitant products: cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, when the needle passed through the tissue, the suture broke. The needle also detached from the suture and fell into the patient cavity. The needle was retrieved using a needle holder. This issue occurred on ten devices. To resolve the issue, a new suture was used. No patient complications were reported as a result of this event.

Event description:
It was reported that during a thoracic procedure, when the needle was passed through the tissue the suture breaks. The needle also detached from the suture and fell into the patient cavity. The needle was retrieved using a needle holder. This issue occurred on twelve devices. To resolve the issue, a new suture was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant medical products: cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.